Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. No critical pump errors that can cause an open book were found in the long trace or the pump history files. However, three consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. After visual inspection, there is corrosion on/around the following: electrical board; terminal of the motor flex cable; electrical board a2--j1, terminal of the lcd flex cable. In summary, the critical pump error (open book image) alarm and the three consecutive occurrences of the error code = 0x00000044 are due to the moisture damage on electrical board a1. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked keypad overlay, scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and insulin pump was vibrating. Customer stated the contacts on the battery cap were neither missing nor damaged. Display returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.